Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No scrolling numbers anomaly noted. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll on screen during a bolus delivery. Customer's blood glucose was 176 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.